Event description:
Patient was implanted with wires on an unknown date. Patient returned to the o.r on (B)(6) 2012 for an open heart revision surgery. It was reported the patient had popped the wiring that was previously done. During the revision surgery, as the surgeon was tightening down on the zipfix, the zipfix broke. The surgeon removed the broken zipfix and replaced the zipfix with another wire. The procedure was prolonged by this event. The surgeon was able to complete the procedure successfully. This is 2 of 2 reports for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Pt ID was provided by the facility.

Manufacturer narrative:
Corrected patient's gender from "female" to "male".

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.